Manufacturer narrative:
The insulin pump alarmed rf pic failed during self-test and was unable to connect with blood glucose meter due faulty electrical component on the radio frequency board. However, the insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, unexpected restart test and all operating current measurement were normal. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed radiofrequency failed self test alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.